Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 in cycle 5, drain volume 4857 ml. This event meets overfill criteria. Baxter product surveillance provided details about the iipv's found during evaluation of the home choice device to the home patient's nurse.

Manufacturer narrative:
(B)(4). A review of the device logs revealed drain volume meeting increased intraperitoneal volumes (iipv) criteria. The homechoice (hc) unit was received operative and in good condition. No issues were identified during a review of the device's previous service history record that may have contributed to the iipv. External/internal inspections revealed no problems. The cause of the iipv identified via device log review was determined to be insufficient drain due to use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This is report 1 of 5. The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.